Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and fatigue was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 of visible coils. Left cornula had 1 of visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping,spotting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils. Bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and fatigue was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 of visible coils. Left cornula had 1 of visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: cramping, spotting. Most recent follow-up information incorporated above includes: on 6-jul-2018: pfs received. Events: dysmenorrhea (cramping), pain, fatigue, weight gain were added. Lab data were added. Lot no. Updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.